Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator, product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator, product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown. Product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_unknown, lot#: unknown, product type: unknown. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_ins_stimulator, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Eldabe, s., duarte, r., gulve, a., williams, h., garner, f., brookes, m., buchser, e., batterham, a. M. Analgesic efficacy of ¿burst¿ and tonic (500hz) spinal cord stimulation patterns: a randomised placebo-controlled crossover study summary: the aim of this study was to compare the efficacy of burst (bst) and tonic sub-threshold stimulation at 500hz (t500) versus sham stimulation delivered by a spinal cord stimulation (scs) device capable of automated postural adjustment of current intensity. A multicentre randomised double-blind, 3-period, 3-treatment, crossover study was undertaken at two centres in united kingdom. Adult subjects suffering from chronic back and leg pain who had achieved stable pain relief with a conventional scs capable of automated postural adjustment of current intensity were randomised to sequences of bst, t500 and sham scs with treatment order balanced across the 6 possible sequences. A current leakage was programmed into the implantable pulse generator (ipg) in the sham period. The primary outcome was patient reported pain intensity using a visual analogue scale (vas). Nineteen patients were enrolled and randomised. The mean reduction in pain for t500 versus sham was 25% (95% ci, 8% to 38%; p=0.008). Pain vas in bst was 5% higher than sham (-13% to 27%; p=0.59). The mean reduction in pain for t500 versus bst was 28% (13% to 41%; p=0.002). Exploratory sub-group analyses by study site and sex were also conducted for the t500 versus sham and bst versus sham comparisons. The findings suggest a superior outcome versus sham from t500 stimulation over bst stimulation and a practical equivalence between bst and sham in a group of subjects with leg and back pain habituated to tonic scs and having achieved a stable status with stimulation. Reported events: 1. One patient in the t500 group experienced intermittent jolts of stimulation. 2. One patient in the sham group experienced intermittent jolts of stimulation. 3. One patient in the sham group experienced a loss of the adaptive stim function. No specific device information received.